Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient said he heard their healthcare provider (hcp) discussed the lead wire should be pulled up more, implying perhaps that's why his implant has reached elective replacement indicator (eri) status about a year after implant. The patient programmer showed eri at 2.56 volts. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.